Manufacturer narrative:
The field service engineer ran performance checks on the e 601 and the e 411 that were acceptable. The field application specialist ran calibration checks on the e 411 that were acceptable. The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could not be identified. The investigation determined that the centrifuge speed appeared to be too high. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 1 patient tested on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. This medwatch will cover the erroneous results on the e 601 module. Refer to medwatch with patient identifier (B)(6) for information on the erroneous results from the e 411. The initial troponin t result from the e 411 was 0.086 ng/ml with a data flag and the repeat result from the e 601 was 0.067 ng/ml with a data flag. A new sample was collected from the patient. For the new sample the initial troponin t result from the e 411 was 0.081 ng/ml with a data flag and the repeat result from the e 601 was 0.063 ng/ml with a data flag. The customer was unsure which result was correct and questionable results were reported outside of the laboratory. For the e 411 and the e 601 the troponin t reagent lot number was 390066 with an expiration date of 31-mar-2020.